Event description:
It was reported that this patient with a pacemaker had a new right atrial (ra) and right ventricular (rv) lead implanted. It was noted that during the evening after the implant, the patient went into cardiac arrest and exhibited tamponade. 700cc of blood was drained off the heart and the patient then had emergent cardiac surgery. It was indicated that the rv lead had perforated one inch outside of the heart which was not shown on x-ray however, was seen during the surgical procedure. The leads were explanted and new non-boston scientific epicardial leads were implanted. The pacemaker remains in service. No additional adverse patient effects were reported.